Event description:
During the endoscopic ultrasound procedure, a cook echotip ultra endoscopic ultrasound needle was used. Upon expelling the sample onto the slide, the needle extended farther than the 8 cm and detached from the sheath. No section of the device detached inside the patient. The procedure was completed with the device in question. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: our evaluation of the returned device confirmed the report. The needle was separated from the handle and sheath. The sheath and handle were still attached. The stylet was returned with no damage. The sheath had a kink and separation in the coils approximately 3 cm from the distal end of the handle. The handle was disassembled and the portion of the needle remaining in the handle was examined. The end of the broken needle aligned with the kink and separation of the coils in the sheath approximately 3 cm from the distal end of the handle. A product-specific discrepancy that could have caused or contributed to this observation was not observed during our laboratory analysis. A review of the device history record could not be conducted because the lot number was not provided. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Kinks in the needle and outer sheath can occur if the device experiences excessive pressure during use. If the needle experiences multiple passes to obtain multiple samples or if the mass to sample is very hard, a bend or kinking of the needle can occur. It is possible that if needle is against or inside a hard mass while the user applies force and manipulates the directional controls of the endoscope this could contribute to severe bending of the needle which could lead to breakage. Prior to distribution, all endoscopic ultrasound needles are subjected to a visual inspection and functional testing to ensure device integrity. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.